Event description:
It was reported that during a routine equipment evaluation by a manufacturer's service technician, the tps handpiece cord caused a core universal driver to display a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of a bias current error was not duplicated; however, the service technician did confirm the cable had slight impedance when further electrical testing was performed. During the inspection, no external, physical damage was found. The device was scrapped at the manufacturer.

Event description:
It was reported that during a routine equipment evaluation by a manufacturer's service technician, the tps handpiece cord caused a core universal driver to display a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.